Manufacturer narrative:
The thermogard console sn (B)(4) was evaluated by zoll service at the customer site. The reported complaint of thermogard console did not recognize the air trap was confirmed during functional testing. The root cause of the reported complaint was the defective air trap sensor block, likely attributed to a defective component, as the air trap sensor block was replaced in 2018. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. The initial functional testing failed as the thermogard console could not recognize the air trap, thus confirming the reported complaint. No traces of saline were observed on the air trap sensor board that could have contributed to the reported issue. The defective air trap block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with a serial number (B)(4).

Event description:
During the device setup for patient use, the thermogard console sn (b)(4 did not recognize the air trap. Another console was used to initiate patient treatment. No consequences or impact to the patient.